Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that patient had recently passed away. Nevro attempted to get additional information; however no information is available regarding the cause of death. It was indicated that patient had a brain shunt for pre-existing hydrocephalus. The patient was receiving effective therapy since implant.